Event description:
It was reported that the user experienced a freestyle libre 3+ pairing failure with the ilet system; the first pairing attempt failed and the user re-scanned the sensor on a second attempt, which successfully scanned, consistent with an intermittent communication failure associated with the antenna component. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem consistent with intermittent communication failure involving the electrical/magnetic antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.